Event description:
It was reported that after placing the lead, there was a perforation. The patient's blood pressure went down, and a myocardial perforation was observed on echocardiogram. The pericardial fluid was drained, the lead was replaced, and the patient recovered.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.